Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst during a pancreatic fluid collection drainage performed on an unknown date. During the procedure, the axios stent prematurely deployed. It is unknown if the axios stent was removed or remained inside the patient. The procedure was completed using another axios stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was returned completely deployed. Visual examination of the returned device found the inner sheath kinked. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the inner sheath kinked. The reported event of stent premature deployment could not be confirmed, because it occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on september 08, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic pseudocyst during a pancreatic fluid collection drainage performed on an unknown date. During the procedure, the axios stent prematurely deployed. It is unknown if the axios stent was removed or remained inside the patient. The procedure was completed using another axios stent. There were no patient complications as a result of this event.